Manufacturer narrative:
Only the drainage bag was returned. The device was patent. However it was not possible to perform leak testing due to the inlet port connector being disconnected from the drainage bag. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the instructions for use also caution ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records was not possible as no lot number was provided. All external drainage and monitoring systems are 100% leak tested at the time of manufacture. Upon review of this event, it was discovered that an MDR was inadvertently submitted. The reported damage was at the drainage bag component of the device which would not result in the entire drainage system being replaced. It may only need replacement of the drainage bag. This type of event has not caused any patient injury in the past; and there was no patient impact reported for the current event.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient arrived back from angio and staff was moving evd from bed to the IV pole when the drainage bag dropped on the floor. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.